Manufacturer narrative:
The complaint device (commander delivery system - model 9610tf29) is not sold or marketed in the us; however, it is deemed similar to the (commander delivery system - model 9600lds29). The lot number is 60083086. Results pending completion of evaluation. Conclusion: conclusion not yet available. Evaluation in progress investigation is ongoing.

Event description:
During initial device evaluation, a tear was found between the inflation and crimp balloon which appears to have occurred during device manipulation. As reported by our affiliates in france, at the implant of a 29 mm sapien 3 valve by tf approach in the aortic position, after crossing the native annulus the pusher was removed and it was noted that the valve no longer in position. They placed the pusher against the valve but it was not possible to push the valve between the balloon markers (very strong resistance to push) and the fine adjustment wheel was not helpful. As the valve was not correctly between the balloon markers it was decided to remove the commander with the s3. Another kit was used with success. Patient is well. The nurse and the operator confirmed that the valve preparation was done correctly and there was no difficulty with the initial valve alignment/fine adjust process.

Manufacturer narrative:
The commander delivery system was returned for evaluation after being used in procedure. The delivery system was returned still inserted through the esheath with the valve still crimped over the balloon. The returned device was visually inspected. The following were observed: balloon tear confirmed, and a radial tear and separation observed on proximal side of crimp balloon to inflation balloon bond. Work orders that are most relevant to the complaint event were reviewed and no non-conformances were found that could have contributed to the complaint. During the manufacturing process, the commander delivery system undergoes multiple inspections for mechanical damage, bonding process, and balloon defects. All manufacturing lots undergo product verification testing on a sampling plan which verifies inflation balloon to crimp balloon bond strength. No manufacturing non conformities were revealed during the engineering evaluation of the returned sample. At this time we are unable to conclusively determine the root cause for this failure mode. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions will be taken at this time. This type of complaint will continue to be monitored to determine if additional actions are needed.